Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with high blood glucose levels and no delivery alarms. The customer's blood glucose level was reported to be 401.4mg/dl. It was reported that the customer treated with the pump. Troubleshoot was reported to be conducted. It was reported that the customer would be conducting full set change, and calling back if further assistance was needed.